Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/05/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/31/2020. Additional information: d10: investigation summary: the estimation is that the user did not use the device properly. We did not have to repair, we only assembled vial holder and vials and injected the fluid out and the device worked properly without leaks. We did not find any broken parts, or functionally problem as described by the user.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code and the batch number of the evicel accessory tip? Can you identify the product code of the evicel application device?? Please clarify how the drug delivery device was abnormal: will the biologics and the application device be returned for evaluation? According to the event description, it is not clear what was the defect. Can you support us with additional information or photo that declares what was the issue? The batch record review was performed and identified a non conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and fibrin sealant was used. The product drug delivery device was abnormal, and the tip charge was broken at the rotation. As a result, drugs cannot be drawn normally. Additional information was requested.